Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal root repair procedure, the tip of the knee scorpion needle, ar-12990n, broke off. An x-ray was brought in and taken to confirm that the tip of the needle was not left inside of the patient's joint. The staff present in the case believe that the tip may be lodged inside of the barrel of the knee scorpion. The case was completed with a second knee scorpion and needle. Follow-up investigation: the scorpion needle has been discarded however there may be a remnant still stuck in the passer. The surgeon reports that he pulled the handle as far as he normally would but no needle came through the tissue. He then pulled the needle out of the scorpion and saw that the last 2 inches (approx.) Were missing. They tried to put in a second needle but it would not come through the end of the passer, indicating that something was stuck in the barrel/shaft. The knee scorpion will be returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to correct the initial submission. The evaluation of the device showed that the original reason for an MDR submission which was that there was an un-retrieved device fragment (needle) proved not to be true. The missing needle tip was found stuck inside the returned needle passing device, making this event no longer MDR reportable.

Event description:
It was reported that during a meniscal root repair procedure, the tip of the knee scorpion needle, ar-12990n, broke off. An x-ray was brought in and taken to confirm that the tip of the needle was not left inside of the patient's joint. The staff present in the case believe that the tip may be lodged inside of the barrel of the knee scorpion. The case was completed with a second knee scorpion and needle. Follow-up investigation: the scorpion needle has been discarded however there may be a remnant still stuck in the passer. The surgeon reports that he pulled the handle as far as he normally would but no needle came through the tissue. He then pulled the needle out of the scorpion and saw that the last 2inches (approx.) Were missing. They tried to put in a second needle but it would not come through the end of the passer, indicating that something was stuck in the barrel/shaft. The knee scorpion will be returned.